Event description:
The customer reported a falsely decreased architect stat high sensitive troponin-I (hstni) generated on the architect i2000sr for a 66-year-old female patient with an infection and acute myocardial infarction. The patient has a medical history of hypertension, angina, lipoprotein metabolism disorder, hyperlipidemia, and liver disease. The following data was provided: on (B)(6) 2026 at 07:14 am, sid (B)(6): architect hstni result = 11.5 pg/ml (reference range for female: 0-15.6 pg/ml) the result was inconsistent with the clinical presentation and was therefore not reported. Repeated hstni on siemens atellica = 269.40 pg/ml (reference range for female: 0-34.11 pg/ml) the lab reported this result to the doctor. On (B)(6) 2026 at 15:21, sid (B)(6): architect result = none; siemens atellica result = 281.34 pg/ml. The customer stated the patient was in the hospital being monitored for troponin levels from (B)(6) 2026. The other troponin results were provided: (B)(6) 2026, sid (B)(6) at 18:29: architect result = none; siemens atellica result = 238.35 pg/ml, (B)(6) 2026, sid (B)(6) at 20:59: architect result = none; siemens atellica result = 248.01 pg/ml, (B)(6) 2026, sdi (B)(6) at 14:30: architect result = none; siemens atellica result = 216.87 pg/ml, (B)(6) 2026, sid (B)(6) at 08:44: architect result = none; siemens atellica result = 184.56 pg/ml. All the patient samples had been discarded, therefore repeat troponin testing on the architect could not be performed. Other testing was provided: cholesterol: 6.0 mmol/l, triglycerides: 4.8 mmol/l, ldl: 2.07 mmol/l , there was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 03p25-27, that has a similar product distributed in the us, list number 02r98, with 510k/PMA/bla number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.